Event description:
Cpi received information that the patient with this implantable cardioverter defibrillator (ICD) came into the emergency room experiencing atrial fibrillation and ventricular tachycardia. Therefore, the patient was externally cardioverted and subsequently went into vt again, at which time the ICD delivered therapy. Following this episode, the device was unable to be interrogated and an error message was displayed indicating that a device fault had occurred.